Event description:
It was reported that post op to a pph procedure there was bleeding. Patients had to go to ER.

Manufacturer narrative:
(B)(4). Date sent 2/6/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Would the surgeon like a call with ethicon? If yes, please reply with 3 dates and times (est) that would work. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2025. Additional information was requested, and the following was obtained: what was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Would the surgeon like a call with ethicon? If yes, please reply with 3 dates and times (est) that would work. What was the grade of the hemorrhoid ¿no idea¿. 2) ¿I don¿t know¿ 3) ¿he¿s used the pph for many years, they didn¿t have exactly how many¿ 4) ¿he¿s used it for many years¿ 5) ¿unknown¿ 6) ¿unknown¿ 7) ¿unknown¿ 8) ¿no¿ 9) ¿fine, like recovered¿ 10) ¿unknown¿ 11) ¿unknown¿ 12) ¿no¿ 13) ¿unknown¿ 14) ¿they went to the ed¿ 15) ¿unknown¿ 16) ¿unknown¿ 17) ¿recovered¿ 18) ¿um, I¿m going to go up to the facility later well next week and if required I¿ll set it up next week.